Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficult to position the graftmaster. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented in cardiac arrest due to multiple coronary blockages. The patient was resuscitated. An intra-aortic balloon pump and temporary pacemaker were placed. The left main and left anterior descending coronary arteries were treated percutaneously. The right coronary artery (rca) was dilated with a balloon, but a perforation occurred. A 2.8x16 mm graftmaster stent was unable to pass through the 6 french guide catheter. Surgical intervention was not available at this hospital. The patient expired as the heart rate and blood pressure were unable to be maintained. Reportedly, the perforation was not thought to be the cause of death and the graftmaster did not cause or contribute to the death. No additional information was provided.